Manufacturer narrative:
The device was returned to resmed and an engineering investigation was performed. Performance testing confirmed the reported internal battery degraded alarm. Based on previous investigations of similar complaints and all available information, the investigation determined that the reported low priority warning alarm was triggered due to a software issue. The identified software issue does not affect the core performance of the battery or device; therefore, the device will continue to provide ventilation as per specifications. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery degraded alarm. There was no patient injury reported as a result of this incident.